Event description:
The reporter's wife experienced the er1 message. She was applying the blood sample to the wrong side of the test strip. She did not seek medical advice/treatment from a health care professional.